Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If explanted; give date: not applicable. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted, however, there was debris on the lens which appeared to be an extra haptic on the optic material observed after insertion of the lens. The haptic is shaped, but clear in color. The surgeon was able to remove with forceps. The extra material and debris have been discarded. At this time the lens remains implanted. The outcome does not significantly interfere with activities of daily life. The patient has recovered. No additional information was provided.